Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 73-year-old male patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. During support, hemolysis was reported, as evidenced by red urine and hemolyzed laboratory samples. Imaging was utilized to confirm appropriate pump position during the event. Additional contributing factors included high afterload and reported interaction between the pump and cardiac structures, specifically contact with the mitral valve apparatus, including the papillary muscle and chordae tendineae. Due to ongoing hemolysis and insufficient hemodynamic support from the impella cp device, a decision was made to escalate care with insertion of an impella 5.5 device. Following removal of the impella cp and escalation to the impella 5.5, the hemolysis resolved. Hemolysis is a known risk associated with impella support and may be attributed to the patient¿s underlying cardiogenic shock, elevated afterload, and potential interaction between the device and intracardiac structures.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.